Manufacturer narrative:
The customer was sent new breast shields, connectors, valves, membranes, bottles and tubing. In follow up with a complaint handler on 08/10/2020, the customer indicated that she and her baby developed thrush on (B)(6) 2020 and the doctor prescribed a nipple cream for her and nystatin for her baby. She indicated that the replacement parts that she received were working without issue and the thrush had since cleared up for both of them. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping. Insufficient guidance on breast shield sizing to prevent nipple trauma. Insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she had thrush and was advised by her lactation consultant to replace all of the parts for her pump in style breast pump.